Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
The patient suffered a pneumothorax during a superdimension procedure. The patient was treated with a chest tube and hospitalization.